Event description:
It was reported that technical services (ts) was consulted for programming assistance to increasing biventricular (biv) pacing in this cardiac resynchronization therapy pacemaker (crt-p). Remote monitoring data showed 98% left ventricular (lv) pacing and 95% right ventricular (rv) pacing, however it was believed that the 12-lead showed only rv pacing. This observation could not be confirmed via the most recent presenting electrogram (egm). Upon review, lv offset of -20 ms and mostly vrr pacing with occasionally trigger pacing were noted. The patient was reportedly symptomatic, but the symptoms were not well described or known. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that technical services (ts) was consulted for programming assistance to increasing biventricular (biv) pacing in this cardiac resynchronization therapy pacemaker (crt-p). Remote monitoring data showed 98% left ventricular (lv) pacing and 95% right ventricular (rv) pacing, however it was believed that the 12-lead showed only rv pacing. This observation could not be confirmed via the most recent presenting electrogram (egm). Upon review, lv offset of -20 ms and mostly vrr pacing with occasionally trigger pacing were noted. The patient was reportedly symptomatic, but the symptoms were not well described or known. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-p remains in service. No additional adverse patient effects were reported. Additional information received reported that there were no adverse patient effects, and the occasional trigger pacing was likely attributed to the short pr interval with some beats that were conducting and triggering biventricular (biv) pacing. As a result, the crt-p was reprogrammed to tighten the av delay. This crt-p remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.